Manufacturer narrative:
(B)(4).

Event description:
Hospital patient's father contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Hospital patient's father was advised to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.